Event description:
Procedure type: acl. According to the rptr: implant did not absorb, and fell apart in pt, resulting in a tibial cyst, a defect in her proximal tibia, a large cyst that exited the bone, and enlargement of tibial tunnel requiring debridement and bone grafting. An add'l surgery was required to remove parts of the original implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).